Event description:
A customer contacted beckman coulter inc. (Bec) in regards to a fluid leak above the liquid waste drawer on the unicel dxi 800 access immunoassay system. The customer wore personal protective equipment to clean the spill. Customer technical support advised the customer to stop running tests on the system. No report of an affect to patients or end users in association to this event. No exposure to biohazard liquid waste or injury was reported.

Manufacturer narrative:
On (B)(6), 2011, a bec field service engineer (fse) was dispatched. The leak appeared to be coming from the wash buffer peri pump tubing. Fse replaced the tubing and verified all testing met specifications. Hardware has been determined to be the root cause. Bec internal identification # is (B)(4).